Event description:
A customer reported that the touchscreen of their insulin pump was cracked and shattered, rendering it unresponsive, and thus preventing interaction with the device. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.